Event description:
On (B)(6) 2014, 3m espe was informed of an anaphylactic reaction that occurred in a female pt who received a dental impression using 3m espe impregum penta soft medium body impression material. The impression was taken on (B)(6) 2014. In addition to the reported anaphylaxis, which was treated in an emergency room with benadryl. It was noted that the pt had blisters in the mouth. On (B)(6) 2014, the dentist noted that the pt still had a swollen mouth; by (B)(6) 2014, it was noted that the pt has fully recovered.

Manufacturer narrative:
The product was not returned to 3m and lot number info was not provided, therefore, product analysis could not be performed. A follow-up will be submitted if any further info is received by (B)(4).